Event description:
The modular cable was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage outer jacket was confirmed with the returned modular cable (lot # 6774301). The modular cable was tested to evaluate the integrity of its wires, which passed all electrical measurements indicating no damaged underlying wires. Visual inspection revealed tape covered the entire length of the outer jacket. Removal of the tape revealed damage on the outer jacket with no visible armored layer. Of note, the outer jacket was removed, and visual inspection of the armored layer was intact. A root cause that led to the damage/tear of the outer layer could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having inappropriate low voltage advisories. There was extensive damage to the driveline and the modular cable was waiting to be exchanged. The log files showed 3 low voltage events that were due to normal battery completion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.